Manufacturer narrative:
Based on the claim against the product by the customer noting engagement issues and non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site advised the intuitive tech support engineer (tse) that the issue was resolved by replacing the stapler. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the instrument logs shows that the stapler instruments involved in this procedure were last used on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure that the sureform 60 stapler instrument had engagement issues and non-intuitive movement. The procedure was completed with a backup stapler with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.